Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-480 mg/dl) with ketones. The customer changed the pump supplies. Correction boluses were delivered; however, the bg did not lower. Insulin injections were administered and the bg was lowered. The customer's healthcare provider reviewed the pump settings and after a pump system check with tandem technical support no device issues were found. The customer was to revert to using insulin injections to manage diabetes.